Event description:
It was reported to anchor products that the device broke during removal of specimen, by splitting at the seam. No other information was provided.

Manufacturer narrative:
This event is under investigation.